Manufacturer narrative:
Device evaluated by MFR: the angiojet solent proxi was returned for analysis. Inspection of the device revealed severe shaft damage and a complete shaft separation with no pump or proximal section received. Only the partial shaft was received. Inspection of the device revealed a partial shaft received with severe damage consisting of multiple kinks/stretching/buckling, hypotube separation and complete shaft detachment. Media was returned in the form of a photo. The photos were reviewed which showed the alleged catheter damage. Media review in conjunction with lab analysis was able to confirm the alleged complaint.

Event description:
It was reported that shaft fracture occurred. The mild stenosed target lesion was located in a fistula. An angiojet solent proxi was used in a thrombectomy procedure to remove a blood clot. During the procedure, it was noted that an air was coming out from the catheter and the catheter was damaged and frayed. The procedure was completed with an alternate device. There were no patient complications as a result of this event.

Event description:
It was reported that shaft fracture occurred. The mild stenosed target lesion was located in a fistula. An angiojet solent proxi was used in a thrombectomy procedure to remove a blood clot. During the procedure, it was noted that an air was coming out from the catheter and the catheter was damaged and frayed. The procedure was completed with an alternate device. There were no patient complications as a result of this event.